Manufacturer narrative:
A service engineer (se) inspected the device and found nothing wrong with the unit. The unit passed testing and operated within the manufacturing specifications. The ventilator was returned to use but will be destroyed as the device was noted to be old. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's lower portion of the gui (graphical user interface) liquid crystal display (lcd) was blurry. The ventilator was not on a patient at the time of the event.